Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® brand sstä ii tubes containing silica and gel had uneven additive placement in the tube. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for a damaged hemogard shield and additive abnormality with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Based on evaluation of the customer samples, the customer¿s indicated failure modes were observed. Based on the investigation, the most likely root cause was determined to be related to a manufacturing issue complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other; device single use?: no; device returned to manufacturer: yes.

Event description:
It was reported that bd vacutainer brand ssta ii tubes containing silica and gel had uneven additive placement in the tube. There was no report of exposure, serious injury or medical intervention.